Manufacturer narrative:
A CAPA has been opened, internal number is (B)(4). Customers must not use indiko analyzers with software versions prior to version 5.1.1. Software version 5.1.1 will fix the problem and it will be mandatory update to all indiko/indiko plus analyzers. Immediate action: on (B)(4) 2014, thermo fisher scientific will inform customers. Correction action: mandatory update of software version 5.1.1, which has already been released on (B)(4) 2014.

Event description:
On (B)(6) 2014 a laboratory technician at our cdd (B)(4) quality control laboratory noticed a malfunction when conducting quality control testing of uric acid (aox) on the indiko plus analyzer. After calibrating the uric acid test, the results of the samples were found to be erroneously high. When running more samples, the results were occasionally normal or sometimes erroneously high. There have been no complaints of this issue or injuries reported from any customers of indiko or indiko plus clinical analyzers. A further internal investigation revealed that a new cuvette does not always replace the old used cuvette from the incubator. As a result, a new sample might be dispensed to an already used cuvette causing an erroneous result. This problem is related to occasional misreading between the optical sensor and processor (revision d) in motor4 board where software prior to version 5.1.1 is installed. In short, there is a potential for erroneous sample results to be generated without the user being aware of the problem. Route cause: occasional misreading between the optical sensor and processor (revision d) on motor4 board with software versions prior to 5.1.1.